Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Weight: unknown. Item, lot number, expiration date, and unique identifier (UDI) number: unknown. PMA/510(k) number: unknown.

Event description:
It was reported that the implant was placed in (B)(6) 2010 - 3i implant with 3 mm diameter. It was removed (B)(6) 2019. The patient had cancer and was in pain at the site in (B)(6) 2019. The patient did not come back for medical reasons. The patient was on antibiotics. When the patient was released from the hospital, the implant was removed.